Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of no delivery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had his first set change in the morning and went through 4 sets. During a bolus, the customer stated that the pump did not deliver the correct amount and received no delivery alarm. The customer stated that his tubing might have been kinked, but stated that it is working fine now. The customer declined assistance from helpline.